Event description:
A catheter break at the distal segment was reported. The healthcare provider (hcp) had done a dye study prior to the replacement and determined the catheter was not patent and decided to replace it on (B)(6) 2015. The distal catheter was cut off and the doctor tied the distal portion into a knot and left in place to prevent csf leak. The healthcare provider (hcp) reported the patient did not have pain relief. The patient status at the time of the report was indicated as alive, no injury. The pump had preservative free normal saline and continues to have normal saline. Patient outcome not reported. Further follow-up was being conducted to obtain information. If additional information is received a follow-up report will be sent.

Manufacturer narrative:
Concomitant products: product ID: 8731sc, serial# (B)(4), implanted: (B)(6) 2011, product type: catheter. Product ID: 8835, serial# (B)(4), product type: programmer, patient. (B)(4).

Manufacturer narrative:
(B)(4)